Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Please see section h7 for remedial action reference. Complaint trends will continue to be monitored.

Event description:
The customer reported there were missing segments on the display of the n65p pulse oximeter. There was no patient harm.